Manufacturer narrative:
Failure analysis for fiber 0010-2400-503a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 600,109 joules while using the surgical fiber during a prostate procedure, the fiber had significantly diminished tissue vaporization efficiency. Time expended: 69:06 minutes at 180 watts. The fiber was exchanged and the case completed using a second surgical fiber at 227,861 joules of use. Patient outcome: "no injury". There was no patient injury reported.